Manufacturer narrative:
(B)(4). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a lumbar fusion procedure at l4-5 on (B)(6) 2005. The surgeon performed an l4-5 discectomy, an anterior lumbar interbody fusion at l4-5 using a synthetic fusion cage and a posterolateral fusion with instrumentation. The cage was packed with ceramic granules, autograft bone, and rhbmp-2/acs. Bmp2 was also placed in the transverse processes. Following surgery, patient followed up with his physician as he began to develop radiating pain to his legs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, patient underwent following surgery: stage 1: anterior discectomy of l4-5; anterior spinal fusion of l4-5; placement of synthetic cage at l4-5; use of local autograft bone; use of rhbmp-2/acs; use of graft matrix. Stage 2: posterior spinal fusion at l4-5; instrumentation using titanium instrumentation; harvesting right posterior iliac crest bone graft; use of rhbmp-2/acs; use of graft matrix pre-op and post-op diagnosis: l4-5 disc protrusion with discogenic pain and right foraminal stenosis. As per op-notes: ".. A cage of appropriate size was chosen. It was filled with local autograft bone, bmp and graft and is tamped into position for a good fit. The transverse processes are decorticated and grafted using rhbmp-2 around autograft bone.. No complications were reported.."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.